Event description:
It was reported that the pt had problems with the implanted system. The pt had fallen on (B) (6) 2010. Since, when the pt tried to turn the stimulation on the pt programmer would not connect with the implant. The pt indicated that when he fell he did not impact the implant. The pt was at home. The pt indicated that it had been weeks since he last recharged, and the last checks weeks ago, and the implant was very low. The pt never had symptom relief since implant. The pt began getting headaches one month after implant. The pt also reported being unable to turn the stimulation on since (B) (6) 2010. The pt saw the poor communication screen on the pt programmer. They were seeing the reposition antenna/start charge screen. The stimulation had been off for the previous three weeks due to the headaches the pt got when the stimulation was on. The pt was redirected to their physician.

Manufacturer narrative:
(B) (4).